Event description:
It was reported that a stimulation revision was done to replace the implantable neurostimulator (ins) and the lead. The lead had moved to the right on the top half of the lead and was no longer providing adequate coverage of the patient's pain. The battery was too difficult to charge and the battery went into over-discharge. The patient repeatedly missed appointments to have the battery restarted in physician restart mode. The current lead was removed and replaced with the same model while the ins was replaced with a non-rechargeable device. It took at least 10 passes of the elevator and then 10 passes of the new lead to get a fairly midline placement. The patient was to be seen for a follow up appointment but did not show up.

Manufacturer narrative:
(B)(4).